Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the gauge of the connector was too small and several chest tubes have already fallen off the new devices several times. Per customer, the back door in the box opens easily and exposes the water seal chamber and they are complicated to use as a result it was easily contaminated and not sterile. There was no patient harm reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. A gemba walk was carried out in the manufacturing line, all process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. From the description of the complaint, the manufacturing site believes that the issue is in relation to training. All sentinel seal and other cdu units are sterile, the vessels are wrapped in blue wrap, then placed in a header bag then sterilized. The customer talks about the gauge of the connector are too small and several chest tubes have already fallen off. The connector on the cdu vessels is part of the design and design has not changed, also the IFU for this sku states in section d: sentinel seal¿ cdu operation. Remove protective cover from patient connector and connect to patient¿s thoracic catheter. For improved flow, connector may be cropped to match catheter size and taped to secure. The customer talks ¿backdoor opens easily¿, this reads like it is the fill spout which is part of the design of the vessels and has been on the vessels for many years. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.